Manufacturer narrative:
On (B)(6) 2015, a medtronic representative went to the site to test the system. The system intermittently failed to startup when the on/off keyswitch was turned on. The isolated standalone pcb was replaced along with fuses f10/f4 and the x-ray relay control board; however, this did not resolve the intermittency issue. On (B)(6) 2015, a medtronic representative went to the site to test the equipment. The power switching pcb was replaced per procedure in asm. The imaging system then passed the system checkout and was found to be fully functional. The following parts were returned to the manufacturer with functional problems that directly caused the reported event: the standalone xrelay service kit was returned to the manufacturer for analysis and an electrical failure mode was found. When the stand alone board was tested on the bench, there was no 110ac output which is used for powering the paxscan. The power switching board assembly (pcba) was returned to the manufacturer for analysis and an electrical failure mode was found. Upon switching the generator cabinet on/off switch to on position, the system does not begin the power on sequence. No audible or visual indicators of power on sequence. The following part was returned to the manufacturer for analysis; however, the part did not cause the reported event and/or no functional problem was found. The x-ray relay control board was returned to the manufacturer for analysis and no fault was found during testing. The system control board assembly was returned unused. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, the imaging system generator displayed a red x. During trouble-shooting, the system was re-booted without success. The mobile view station (mvs) from a second imaging system was then brought in, but this did not resolve the issue. The second imaging system was then brought in, and the surgeon was able to complete the procedure using that system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.